Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Manufacturer report # 3005099803-2014-00055 addresses the gold probe, and 3005099803-2014-00056 addresses the injection gold probe. It was reported to boston scientific corporation that a gold probe and an injection gold probe were used in the colon during a polypectomy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, when attempts were made to stop the bleed, both the injection gold probe and gold probe would not activate. The user was unable to confirm whether there was a connection issue with the non-bsc generator. Clips were used to complete the procedure and to stop the bleed. No visible damage to the complaint devices or their packaging was reported. Both devices were inspected prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Pt age: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Additional device info: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.